Manufacturer narrative:
Evaluation summary: the complaint device has not been returned for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on: 12/19/2007.

Event description:
A surgeon reports a patient seems to have a film on the optic following intraocular lens implant surgery and the patient is symptomatic. The patient's visual acuity was blurry and an explant was performed. Additional information has been requested.